Event description:
A consumer reported she can not read very well following intraocular lens (iol) implant surgery. She stated she can read better with her glasses or with a magnifying glass. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/04/2011, 10/05/2011 and 10/19/2011 by fax, phone and mail. A completed questionnaire has not bee received. (B)(4).